Manufacturer narrative:
This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. Also, this device exhibited premature battery depletion (pbd). Data analysis showed that the drop in voltage does not appear to be correlated with an increase in pacemaker power usage, or magnet application. This appears to be a hardware malfunction of unknown cause. Presently the battery voltage is sufficient to support therapy, but there could be some manner of latent fault which could rapidly deplete the battery. Boston scientific technical services (ts) recommended device replacement to ensure the continuity of protection and therapy. This device was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Detailed analysis did confirm message - error code 1003 and premature discharge of battery allegations based on analysis of the returned device which observed a failure and depletion of battery faster than expected. Further, cause not established was selected based on the observation of a failure mode. However, probable cause could not be determined because hybrid analysis found no malfunction and battery analysis found no root cause relating to battery short. This supplemental correction report was created to capture updates on h11: additional MFR narrative. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the ICD was performed. Review of device memory confirmed the device had recorded a code 1003. No other suspicious errors or resets were noted. Battery depletion data was assessed, and premature battery depletion was confirmed, though the device had not reached battery replacement indicator prior to the replacement procedure. The device case was removed to facilitate inspection and testing of the internal components. The battery was removed and replaced with an external power source. The high voltage (hv) capacitors were also removed. Testing was completed with the external power source connected and the current drain was noted to be normal. The battery was subjected to detailed analysis and physical damage to a battery anode was noted. The root cause of this damage was unable to be determined.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. Also, this device exhibited premature battery depletion (pbd). Data analysis showed that the drop in voltage does not appear to be correlated with an increase in pacemaker power usage, or magnet application. This appears to be a hardware malfunction of unknown cause. Presently the battery voltage is sufficient to support therapy, but there could be some manner of latent fault which could rapidly deplete the battery. Boston scientific technical services (ts) recommended device replacement to ensure the continuity of protection and therapy. This device was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Detailed analysis did confirm message - error code 1003 and premature discharge of battery allegations based on analysis of the returned device which observed a failure and depletion of battery faster than expected. Further, cause not established was selected based on the observation of a failure mode. However, probable cause could not be determined because hybrid analysis found no malfunction and battery analysis found no root cause relating to battery short.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. Also, this device exhibited premature battery depletion (pbd). Data analysis showed that the drop in voltage does not appear to be correlated with an increase in pacemaker power usage, or magnet application. This appears to be a hardware malfunction of unknown cause. Presently the battery voltage is sufficient to support therapy, but there could be some manner of latent fault which could rapidly deplete the battery. Boston scientific technical services (ts) recommended device replacement to ensure the continuity of protection and therapy. This device was explanted and replaced. No additional adverse patient effects were reported.